Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.